Event description:
Boston scientific crm received information stating: lead associated endocarditis. Patient reported with fever, chills, fatigue, and elevated crp value. Tee revealed a 17mm long vegetation in the right atrium, which was attached to the right ventricular shock lead. Corrective action: change in medication. Hospital (B)(6) dr. (B)(6) event date (B)(6) 2011 implant date not stated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).